Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Four photos were reviewed: the 1st & 3rd photos show tissue with a staple line. A device with a needle and suture is visible. The 2nd & 4th photos shows tissue with a staple line that appears to be as expected. Based on the photos reviewed, the event described cannot be confirmed. Hands-on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information was requested and the following was received: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) It had no consequence.

Event description:
It was reported that during a gastric bypass, the first firing with the white reload (transection of the intestinal loop) was opened. The staples did not close completely and through the methylene blue test, the doctor noted that the staple line was not complete. He performed a suture on the line that was opened. There were no patient consequences.